Event description:
The customer reported an external power supply error and external power interrupted shows after shocking into a test load, while running a test. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported an external power supply error and external power interrupted shows after shocking into a test load, while running a test. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.